Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h3; h6; h11. D10: medical product: unknown drill pin: catalog#ni, lot#ni. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the quick release drill fractured. A fractured fragment of a drill pin remains lodged in the quick release drill. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H6: proposed component code: mechanical (g04) - drill. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the quick release drill fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; h2; h3; h4; h6; h10; h11. Visual examination of the returned drill identified signs of use (scuffs) and confirmed the reported event that a drill pin had broken inside the drill. A piece of the fractured drill pin remained lodged inside the drill, and not all pieces of the fractured pin were returned. Dimensional analysis of the drill determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the root cause of the reported event has been identified as not device related as the returned drill meets specification and only exhibits scuffs from use. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.